Event description:
On (B)(6) 2009, this pt underwent a procedure using two gore tag thoracic endoprosthesis to treat an aortic aneurysm from the thoracic aorta to the abdominal aorta. On an unk date, the pts descending aorta was replaced with hemashield graft and on (B)(6) 2009, the abdominal aorta was replaced with a knitted dacron vascular graft. The superior mesenteric artery, celiac artery and both renal arteries were bypassed from the legs of vascular graft on the same day. During the procedure on (B)(6) 2009, two tag devices were successfully implanted. The proximal end of the tg2610 landed at the distal end of the hemashield graft and the distal end of the tg2815 landed at the proximal end of the vascular graft. Pre-operative aneurysm size was 61mm. On (B)(6) 2009, the pt presented with symptoms of dic (disseminated intravascular coagulation). Blood platelet count was 20,000-40,000 / fel. The physician started drug treatment. Aneurysm size was 55mm. On (B)(6) 2010, a surgery was performed to remove retroperitoneal hematoma caused by the dic. The pt tolerated the surgery. On (B)(6) 2010, the pt was discharged in poor condition. On (B)(6) 2010, six month f/u examination showed the aneurysm measured 44mm. But the pt remained in poor condition. On (B)(6) 2010, the pt expired due to multi-organ failure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.